Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided comprehensive instructions for a pump reset, guiding the customer through the process. After the reset, the error did not reappear, and the customer was able to successfully start their sensor session.